Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and didn't fully unfold in the eye, therefore it was removed and replaced. The incision was slightly enlarged to remove the lens. Reference MDR# 1313525-2015-01052 for the injector involved in the event.